Event description:
Surgeon reported via our sales rep, that a male pt underwent a revision surgery, due to the nail fracturing 5 months post op.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.